Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced dizziness and the right ventricular (rv) lead exhibited high thresholds and two pause episodes associated with loss of ventricular capture. The lead was reprogrammed and was removed and replaced the following day. No further patient complications have been reported as a result of this event.